Event description:
A doctor reported that immediately after insertion of a hilo evac 6.0mm endotracheal tube in a patient, the ventilator alarmed. The tube was removed and replaced with a new "like" tube. It was also reported that after removal the cuff was submerged in water and a leak was confirmed. The tube was discarded and the lot number is not known.

Manufacturer narrative:
The tube was discarded, and therefore not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. A manufacturing CAPA is already in place to address cuff leaks.